Manufacturer narrative:
(B)(4). The device investigation is pending. The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the retractable mechanism would not bounce back. There was no patient injury.

Manufacturer narrative:
(B)(4). Sample was received without its original packing instead the sample was sent on a ziploc bag with a disinfection tag. Also, dried blood was spotted at the core and at the blade of the aortic punch. Failure mode was confirmed at first try however in order to clear the jam of the aortic punch, certain amount of force was applied to the punch, after that the punch was cleared from the jam. The sample was dissasembled in order to clean the dried blood from the core and the blade and was put back together with same components in order to run functional tests in pork aorta. Three (3) attempts were done and no jam/stuck were detected. According to the analysis of the sample, manufacturing records and qa inspections the lot 74m1701016 left the premises in good working condition. Other remarks: based on the analysis of the sample received the customer complaint is confirmed since punch was observed stuck due to the dried blood; however there is no evidence to support that the condition reported was caused during the assembly process. However, manufacturing personnel was notified of this event for awareness.

Event description:
It was reported that the retractable mechanism would not bounce back. There was no patient injury.